Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high lead impedance and threshold measurements were noted on the right ventricular lead. The physician suspects the measurement changes may be due to fibrotic tissue, but could not be confirmed. The physician will continue to monitor the patient until a revision procedure is scheduled. The patient was in stable condition.